Manufacturer narrative:
Device evaluated by MFR: promus element plus ous 2.25x16mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent, identified stent damage. Stent struts in the proximal end of the stent were bunched distally. The stent moved distally from between the markerbands over the distal markerband. A review of the manufacturing stent profile data was performed. And the stent outer diameter (od) at the time of manufacture was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found, no issues with the tip. No other device issues were noted, during analysis.

Event description:
It was reported, that stent damage occurred. The 90% stenosed, 2.2x16mm target lesion was located in the moderately tortuous. And moderately calcified left anterior descending artery. A 2.25x16mm promus element plus drug eluting stent was advanced, but failed to cross the lesion. After withdrawal, it was noted, that the tip of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported. And the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.2x16mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x16mm promus element plus drug eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the tip of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.